Event description:
Complainant alleges "upon the final stages of the procedure, it was discovered by the scrub nurse that the sharp point of the mayo needle which is a needle that comes in a pack of two and are not attached to a piece of thread was missing and seemed to have snapped off. The needle was given to the scrub nurse and it was discovered by the scrub nurse to be missing the sharp point end of the needle. The surgeon was informed immediately. The procedure was halted and a thorough search of the swabs, instruments, the entire trolley and instrument tray as well as the floor. This was not found. X-ray undertaken to confirm missing component was not retained inside the patient."

Manufacturer narrative:
The device was not returned for evaluation, and no pictures of the device were provided. Based on this, the complaint could not be confirmed and no root cause can be determined. However, broken needles can occur if the customer holds the needle too close to the eye or end point with clamps, and the IFU includes this instruction to avoid breakage. This should be considered the final report. If any additiional relevant information is identified, it will be submitted in a supplemental report.